Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: during investigation, no damage was found to the battery cap or compartment. The battery cap attached securely to the pump. The pump powered on with the display remaining blank. The pump opened and a cracked eeprom u22 component was cracked. The apparent loss of power was due to the eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.